Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the two (2) implanted non-bard/davol patches. Device evaluated by MFR? Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) and implant of two (2) non-bard davol patches. On ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the composix kugel (device #1). The patient's attorney alleges patient experienced emotional distress.